Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient data was not current, and all new orders were not crossing over to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. A technical support specialist troubleshooted the device and dialed into station, restarted the carefusion coordination engine (cce) service since it was stopped, and confirmed message flow resumed from electronic protected health information (epic). Customer confirmed patients and orders were now crossing and gave permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.